Event description:
The customer reported to olympus, the gastrointestinal videoscope had the end of the pipe cleaner remain inside the device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the channel mount unit and channel tube were clogged with a cleaning brush that remained stuck inside. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report was confirmed. In addition to the reportable findings listed in b5 the following was discovered; the suction cylinder had no color, the forceps could not be inserted due to clogging of the channel tube, the adhesives around objective lens had white-clouded area, the adhesives around light guide lens had white-clouded area, the adhesive on bending section cover had white-clouded area, and the connecting tube had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event likely occurred from the user using the cleaning brush at the previous reprocessing clogged in the channel mount unit and biopsy channel. However, the specific root cause of the inappropriate user handling could not be identified at this time. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection -states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.